Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes and exhibited sensing issues. The device is still in use. No patient complications have been reported as a result of this event.